Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the original reported issue of a service wrench. Physio determined that the service wrench was due to a non-critical event code that had been logged by the device. Physio determined that the cause of the observed issue, where the defibrillation therapy cable was not being detected, was that a cable-mounted plug connector, designator p503, had become disconnected from a pcb-mounted jack connector, designator j503, on the analog pcb assembly. Once p503 was reconnected to j503, the patient load was detected and the device was able to charge and shock when prompted. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had a service wrench present. There was no patient use associated with the reported event. Upon evaluation of the device, physio observed that it would not recognize that the defibrillation therapy cable was attached. As a result, a patient load would not be detected and the device could not charge and shock, if necessary.